Event description:
Manufacturer report number 1627487-2024-07494. It was reported that patient's device was displaced inferiorly. Due to the patient's need for an MRI, to address the issue, surgical intervention took place to explant the device.

Manufacturer narrative:
Section b3: date of event is estimated. Section d4: device model number and UDI is unknown. Section d6a: device implant date is unknown. Section h4: device manufacturer date is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
The reported lead migration cannot be confirmed with failure analysis. Microscopic inspection of the returned lead identified lots of fluid present in the lead body. Electrical test indicates few electrical open in the lead body that corresponded to channel 1,2,3 and 5. The cause of the open is consistent with an overstress condition or sudden event the lead was subjected while in vivo.